Event description:
Using tandem t slim insulin pump, battery life is significantly reduced. Previously 6-7 days, now down to 60 hours. Manufacturer recommends charging daily now. Missed charging one night and pump shut off when working (direct patient care) with risk of no insulin delivery.